Event description:
It was reported that during a da vinci s hysterectomy procedure, the customer noted a broken cable on the mega needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at wrist were not damaged. Engineering also observed that the same frayed cable was also found to be derailed from the distal idler pulley. The grips were able to open and close, but their movement could not be precise. Engineering concluded that the derailed cable likely contributed to the frayed cable. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.